Event description:
Additional information received reported that patient was admitted to the hospital because he was spinal cord injury and he was "very ill." The patient was in a coma. The reporter stated that in the event log, a motor stall recovery was noted. The motor stall occurred on (B)(6) 2012. The patient was in intensive care unit and he was semi-comatose. Patient had urinary tract infection with multiple bacteria and he had "some enormous looms." The patient was in withdrawal. The doctor believed that the pump was in safe state for 24 to 72 hours before the pump was interrogated.

Manufacturer narrative:
(B)(4).

Event description:
Additional information: the patient was seen on (B)(6) 2011 for urosepsis, and the pump was interrogated. The patient was noted as having multi health issues, and was being sent to neurosurgery for a replacement. The patient had a multi-organism urinary tract infection (uti). In regards to the pump being in safe state, it was clarified that the dose went from 650 mcg/day to 12 mcg/day. As there was concern of acute baclofen withdrawal so his pump was increased to 100 mcg/day. The patient was treated and released, however not long after the patient was again hospitalized through most of (B)(6) with pneumonia and then a "mi" (myocardial infarction). Per pump logs, the dose rate was 99.7 mcg/day as of (B)(6) 2012. A physician's visit occurred on (B)(6) 2012, and the patient indicated they had a lot of spasms; and continued to cough which leads to fits of spasms that he cannot stop without help. The patient first indicated tightness but his increased spasm was felt to be due to his "huge" infection. No studies except labs had been done. The patient was now on coumadin, but was told to hold his dose last night as his international normalized ratio /inr was 6.8. It was unknown if electromagnetic interference (emi) was involved in regards to the event. The patient was "trying to get healthy enough for a replacement". The patient was still receiving therapy but due to multiple health issues, it was not optimal.

Event description:
A critical pump alarm was heard and confirmed by telemetry. The pump logs showed a reset, low battery reset occurred, and safe state occurred on (B)(6) 2012. A motor stall was noted. The stall was intermittent. As of the date of the report, the patient was hospitalized, the patient had transferred from another facility. The patient was hospitalized due to sepsis, uti, and body ulcers. The patient was unresponsive. Drug delivered via the device was lioresal 2000mcg/ml at a daily dose of 99 mcg/day, "was 648." A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Concomitant medical products: catheter model: 8709, serial #: (B)(4), implanted: (B)(6) 2006, explanted: unk. Catheter model: 8709, lot#: j 10898r54, implanted: (B)(6) 2001, explanted: unk.

Manufacturer narrative:
(B)(4).